Event description:
It was reported that t:slim x2 pump battery would not charge even when connected with tandem charging cable and wall adapter, and pump history did not show any power source alerts around time issue began. There was no reported impact to the customer¿s blood glucose level. Customer had already tried leaving wall adapter plugged into working outlet for at least 30 minutes without success, but issue was resolved after customer used different wall adapter, pump began charging, pump did not shut down or become unable to power on, and no further assistance was required.